Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported there was scratch and damage on the pump screen that affect the ability to read, the button does not respond and graph, the arrow button was sticky, random no-delivery alarm, and waterproof seal damage. No further details were provided. Troubleshooting was declined by the customer. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the pump. The pump will not be returned for analysis.